Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the air water cylinder and the air water channel. There were no reports of patient involvement or injury.

Manufacturer narrative:
Correction to d5: operator of device: olympus. Correction to e1: the following field should be empty: title (e.g., mr., ms.), first/given name, last name, email address, address - line 1, city, post office or zip code, and telephone number. The establishment name should be olympus. Correction to e2: health professional should be "no." Correction to e3: occupation should be "non-health professional." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material in the air/water cylinder, and air/water tube could not be identified and the root cause for this event could not be determined. The foreign material may not have been removed because of an improperly conducted reprocessing due to leakage at contact pins. The suggested events are detectable and preventable by handling the device in accordance with the following instructions of use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.